Manufacturer narrative:
Section b2: correction. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file identified low flow hazard alarms; however, this evaluation did not confirm the report of increased power and flow. A specific cause for these events, as well as the report of a nosebleed, could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The submitted log file captured several low flow hazard alarms from (B)(6)2019 through (B)(6)2019. Further transient low flow hazard alarms were also noted (B)(6)2019. These alarms were associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Estimated flow was captured at values as low as 2.4 lpm. Despite the observed alarms, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. Of note, no significant elevations in power or flow were observed throughout the log file. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent increase in powers and flows. The log file captured persistent low flow events in the beginning of the log file on (B)(6) 2019. Intermittent low flow events noted again on (B)(6) 2019. Low flow cause was identified. Patient had nosebleed; corrected per ears, nose, and throat (ent). Patient was discharged with no further complications. No further information was provided.